Event description:
A customer reported a system message displayed during a cataract extraction procedure. The customer exchanged the system and after a 15 minute delay, the procedure was completed with no harm to the pt.

Manufacturer narrative:
A company representative examined the system and noted the reported system message (infusion pressure sensor shunt calibration error). To address this, the company representative replaced a fluidics controller pcb, and no further issues were reported. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).